Manufacturer narrative:
Customer name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality (no image displayed) due to component failure of universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported poor image quality (no image displayed) during inspection for use involving an olympus rigid video laparoscope. There were no reports of patient involvement.